Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle deployed early and the cannula retracted. The pod was not worn.

Manufacturer narrative:
The returned device was evaluated and the linkage assembly was in the armed position, indicating the needle never deployed. The needle could not deploy early nor could the cannula retract if the needle never deployed.